Event description:
Related manufacturer reference number: 2017865-2022-04336. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) and right atrial (ra) leads exhibited over-sensing. The rv and ra leads were explanted and replaced. The patient was stable.

Event description:
New information indicates that the right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing.